Event description:
Reporter alleged obtaining a discrepant blood glucose result of 27 mg/dl on a patient using inform system compared back to back with a result of 342 mg/dl on the lab system when testing was performed within 10 minutes. Reporter stated that the patient was treated with 1 amp of d50 after the blood was drawn for the results but before the lab result was reported. Reporter stated that another amp of d50 was given to the patient about 30 minutes after the results were obtained. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.